Event description:
It was reported that a malfunction alarm occurred. The customer¿s blood glucose (bg) was displayed as "high"; however, a specific value was not provided. The customer had not administered insulin for the bg before reaching out to tandem technical support. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.